Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/02/2025, a sales representative reported via phone that an ar-2923bc suture anchor broke in half upon implantation. All fragments were retrieved from the patient. The case was delayed less than 15 minutes with 2-3 minutes of added anesthesia. This was discovered during a rotator cuff procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically, the application of excessive force during suture tensioning and/or adjusting the suture against a sharp or rough edge may result in suture breakage. A slow, steady pull is recommended to ensure the anchor seats properly. The complaint allegation was not confirmed. No evidence of that failure was received.